Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown taperloc stem catalog #: ni lot #: ni, unknown head catalog #: ni lot #: ni, unknown shell catalog #: ni lot #: ni. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. The complaint sample was not evaluated, but the reported event was confirmed through review of medical records. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Review of operative notes confirms that the patient underwent local superficial wound debridement and closure. Indication was large nonhealing central necrotic area, which appears to be skin and fat necrosis. It did not appear to be infected. The wound was debrided and irrigated with no additional findings noted. The complaint documents stated results of cbc, esr, and crp levels were within normal limits when the patient returned a few days post-debridement. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08051, 0001825034-2018-08052, 0001825034-2018-08053. Device remains implanted.

Event description:
It was reported that the patient underwent superficial wound debridement and closure to treat non-healing in the central necrotic area less than two (2) months following hip arthroplasty. No additional patient consequences were reported.